Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). The sample has not yet been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: event 2: when the chemo pin is assembled with a 50ml vial of paclitaxel, a 25ml etoposide or a 16ml docetaxel, the pin cracks and begins to leak a scant amount of chemotherapy onto the sterile hood environment. This occurs after the second or third time it is aspirated from the vial with a syringe. The nurse was wearing ppe and did not have any exposure to the scant amount of chemotherapy leaked. The environment was cleaned per facility protocol. No injuries reported.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Two (2) used chemo dispensing pins without packaging were returned for evaluation. Visual examination noted cracks in the dispensing pin's female luer lock. A pressure test was performed for leakage per specification with failing results. Therefore, the reported defect was confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. Based on the results of the sample evaluation, no specific conclusions can be made regarding the cause of the reported event. We will maintain this report for further references and continue to monitor other reports for similar occurrences.